Event description:
It was reported that the device was returned for an unknown reason. There was unknown patient involvement. The device evaluation found a damaged downstream occlusion seal.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. Functional testing was unable to duplicate an unknown issue. The dso seal, motor, and printed wire assembly were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.